Manufacturer narrative:
Investigation is completed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), defibrillation, transvenous, and coronary sinus leads were explanted due to an infection in the patient's device pocket. No further adverse patient effects were reported. A request was made for product return. A new system was implanted on the patient's right side.